Event description:
A customer reported to beckman coulter, inc. (Bec) that one of access total bhcg calibrator vials was found broken. The calibrators were received on 11/22/2011, but the customer did not realize the issue until (B)(6) 2012. Approximately 4ml content of the broken vial leaked, but there was no evidence that the kit box had been damaged. There was no report of death or injuries, and no one sought medical attention. It is unknown if msds was reviewed, but the facility has an exposure control or risk management plan in place. The customer did not report effect to the end user or patients in association to this event.

Manufacturer narrative:
The bhcg calibrator kit was discarded along with the cracked vial. The customer was sent a replacement box of access total bhcg calibrators. Root cause for this event has not been determined. (B)(4).